Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A consumer reported that following an implantable collamer lens (icl) procedure this patient experienced glare/haloes and excessive vault. In a separate visit the lens was explanted. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.